Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection observed tip damage (pinched) and a partial separation at the collar. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 06-mar-2019. It was reported that the delivery shaft was kinked. The target lesion was located in a coronary artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the proximal end of the delivery shaft was kinked. The device was removed from the patient's body and was replaced with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis noted a partial separation at the collar of the device.